Event description:
It was reported via repair work order that the cot dropped while being unloaded. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot dropped while being unloaded. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported to be a potential mechanical problem with the unit that contributed to the event. After a visual and functional inspection was performed by the field service product specialist, it was found that the unit was fully functional with no defects or malfunctions identified. It was reported that the cot drop event occurred when the unit was being unloaded from the ambulance. The unit was lowered from the back of the ambulance before the legs were fully extended and locked in place. As a result, the cot dropped and tipped over. It was identified that the drop event may have been potentially caused by user error.